Manufacturer narrative:
Concomitant medical products: 694758 lead; 419688 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) for potential atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that the right atrial (ra) lead had undersensing with observed small p-waves. The device and lead remain in use. No further patient complications have been reported as a result of this event.